Event description:
Customer reportedly obtained a result of 254 mg/dl on the advantage system and 106 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.